Manufacturer narrative:
D4: expiration date unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl into the patients left eye (os). The surgeon requested a vector analysis to correct icl rotation. The lens remained implanted. Additional information has been requested but none has been forthcoming.